Event description:
The hose at the top of this chest evacuation device disconnected, thereby causing fluid to drain from pleural space onto floor, risking pneumothorax and breaching the sterile path from environment to pleural space. Dates of use: 2009. Diagnosis: post lung biopsy pleural space drainage.